Manufacturer narrative:
Additional devices listed in this report: cat# unknown, description: unknown liner, lot# unknown; unknown, unknown head, unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient had a right hip replacement done. The patient was having pain, the dr. Removed the accolade stem, liner, and head and put in new restoration modular.